Event description:
A customer's mother reported that the unit of measurement setting of her daughters freestyle flash meter changed from mmol/l to mg/dl. The customer was given more insulin several times due to the incorrect readings. The customer did not experience any symptoms due to the mistreatment and did not require any medical intervention. There was no report of death or serious injury.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.